Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4) is achievable when the ifus are employed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. (B)(4): placeholder.

Event description:
A pt implanted with a pt specific implant approx 3 years ago developed osteomyelitis and an infection. The pt was returned to the operating room for removal of the implant.

Manufacturer narrative:
Device history record was reviewed. The device remained implanted for 3 years, it appears there were no issues with the fit. Device was ultrasonically cleaned and plasma treated with no issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.